Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra mini meter was displaying a battery indicator when attempting to test. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unspecified time in the morning. She stated prior to the alleged issue occurring, she was experiencing symptoms of ¿shakiness, nausea, hot, cold, lightheaded¿ at an unknown time. She was unable to check her blood glucose due to the alleged issue. The patient reported going to the emergency room (ER) that same morning. The patient reported that she manages her diabetes with self adjusting insulin (unknown type/dose) and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient¿s blood glucose was tested at the ER using a laboratory device, but she could not recall the result. The patient was reportedly treated with IV fluids and anti nausea medication. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did need replacing based on the use of meter. Replacement products were sent to the patient. Although the patient was already symptomatic at the time the alleged issue occurred, this complaint is being reported because the patient was unable to test her blood with the subject meter, which caused a delay in treatment that required medical intervention from a health care professional (hcp) after the reported issue began.